Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced nervous system disorder ("nervous wreck") and procedural pain ("post procedural pain") and was found to have weight increased ("121 to 154 less than 3 month"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, nervous system disorder and procedural pain outcome was unknown and the weight increased was resolving. The reporter considered medical device removal, nervous system disorder, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2020: social media received- new event 121 to 154 less than 3 month was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced nervous system disorder ("nervous wreck"), procedural pain ("post procedural pain"), amenorrhoea ("I have all the same symptoms: no period"), dyspareunia ("I have all the same symptoms: painful intercourse"), alopecia ("I have all the same symptoms: hair loss"), urticaria ("I have all the same symptoms: hives") and pruritus ("I have all the same symptoms: itching") and was found to have weight increased ("121 to 154 less than 3 month"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, nervous system disorder, procedural pain, amenorrhoea, dyspareunia, alopecia, urticaria and pruritus outcome was unknown and the weight increased was resolving. The reporter considered alopecia, amenorrhoea, dyspareunia, medical device removal, nervous system disorder, procedural pain, pruritus, urticaria and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: weight increased . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced nervous system disorder ("nervous wreck") and procedural pain ("post procedural pain") and was found to have weight increased ("(B)(6) less than 3 month"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, nervous system disorder, procedural pain and weight increased outcome was unknown. The reporter considered medical device removal, nervous system disorder, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new event (B)(6) less than 3 month was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.